Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a libre 3 plus sensor and a contact detach steel infusion set, with a reported blood glucose of 246 mg/dl after a recent full supply change and a meal that was announced 30 minutes prior. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included telephone coaching to wait 90 minutes to assess for a downward trend and stabilization. Investigation included case review and user guidance on postprandial glucose management and observation. Investigation of this case revealed no device alarms or malfunctions reported and no evidence of sensor or infusion set failure, with the event likely influenced by recent food intake and expected postprandial glucose dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.